Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection found that the adapter was received without the packaging and came with a reload attached. The reload's jaws were closed and the I-beam was at the cut line. The blue button was partially depressed. Functional testing noted that the blue button could not be pulled back fully. The adapter was connected to gen2 acc lite. The adapter procedure count was equivalent to three and had forty seven of fifty procedures remaining. The switch state was closed. There were no errors in the logs. A manual retract tool was used to attempt to pull back the knife blade but broke when trying to pull the knife blade back. The adapter was connected to the returned handle. The handle went into emergency retract mode, but the knife blade wouldn't move back any further. A manual retract tool was used to turn the firing rod counter clockwise and after turning it two turns, the blue button could be depressed and the reload could be removed. There were marks on the firing rod tip. The strain gauge was responsive. The adapter was connected to the returned handle and a post market vigilance (pmv) clamshell after removing the reload from the adapter. The adapter was fired on the a1 fixture. The adapter could clamp, but it was unable to fire and it stopped very quickly. The device then entered emergency retract mode without disconnecting the adapter. The adapter was disconnected and reconnected, but the adapter's firing rod wouldn't retract. A manual retract tool was used to remove the adapter from the a1. The returned adapter was connected to a pmv test handle, but the firing rod would not calibrate properly. It stuck out a little bit after calibrating, but the adapter swimlane was still green. The adapter was disassembled. The firing nut was removed from the adapter. It was reported that the jaws of the device remained closed on tissue after firing and after firing the device, there was resistance while attempting to retract the knife. The reported issues were confirmed. The most likely cause was not traced to the device. This issue can occur if the reload's laminates were bent due to firing over indicated tissue. It was also reported that the handle did not recognize the adapter. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of stripped firing nut. When the device was connected to a pmv test handle, it was noted that the firing rod would not calibrate properly. The device was then disassembled and it was noted that the firing nut's threads were stripped. The product analysis noted evidence that the device was not used as intended. The firing nut's threads can become stripped if the user applies excess force to the manual retract tool while trying to turn the firing trilobe. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right lower lobectomy, the device fired but the knife blade would not return when the up button was pressed. The knife blade made no movement after giving it time and hitting the up button more. The jaws were locked on the tissue. The user eventually attempted to disconnect the handle from the adapter and reattached it to reset the device and return the knife blade, but nothing would move when the handle was reattached to the adapter. The adapter and reload were not recognized when reattached to the handle. After this reset attempt failed, the emergency tool wrench was used. The knife blade did start to return a small distance, but there was so much resistance on the tool. The stapler was ultimately manipulated to pull it away from the tissue. There was a small tear on bronchus staple line which was repaired via suture, while pulmonary artery branch, and lung tissue were stapled. There was a minimal tissue loss and 150 cc of blood loss. Another adapter was used to complete the case.